Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements taken in (B)(6) 2016 indicated 5 channels had high impedance.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also external mechanical influences leading to a weakening of fixation may have led to device mobility. Other damages found during investigation are most likely related to the explantation surgery. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
A device malfunction was detected. The patient has been re-implanted.